Event description:
It was reported that the customer received multiple no delivery alarms from his insulin pump. The customer's blood glucose level was 205 mg/dl. The customer stated he had been replacing his infusion sets to resolve the issue, but it kept occurring. Standard troubleshooting was performed but not completed. Insulin did not exit the customer's insulin pump. The customer was advised it could be a ventilation issue. The customer was also advised to store his insulin at room temperature. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.